Event description:
It was reported that the patients lead had high impedances due to fall. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned scs-linear leads sc-2317-70 sn (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegations of the patients lead had high impedances due to fall has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients left lead exhibited high impedances. It was noted that the patient had a fall. The patient underwent a revision procedure wherein the non functioning lead was replaced. The patient was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5088440.

Event description:
It was reported that the patients lead had high impedances due to fall. The patient underwent a replacement procedure and was doing well postoperatively. Additional information was received that both the patients leads were removed however, only one was returned.